Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint due to faulty charge-coupled device (ccd) unit. The ccd unit was equipped with a non-olympus cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since cables other than olympus were used, it is likely the ccd unit failed and the image was no longer displayed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus the device was not displaying an image. The reported problem was found during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.